Event description:
The patient was admitted to the hospital and it was reported that electromagnetic interference (emi) resulting in oversensing and inappropriate defibrillation therapy was observed on the device. The cardiac physiologist and abbott technical support did not allege a malfunction against the device. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.